Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator plus device. The burr catheter was received attached to the advancer unit, the burr was received separated from the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. The coil is separated 135.5cm from the strain relief. Microscopic examination of the separated burr revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. Damage can be seen in the proximal end for the separated burr. The coil has become stretched due to manipulation during the procedure. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06april2020. It was reported that the device could not cross the lesion. However, device analysis revealed the burr detached. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment of the left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, after crossing the lesion with the rotawire, ablation was performed with this device the rotaburr. However, it was noted that the device would not cross the lesion and the burr became detached from the drive shaft coil. The detached burr was removed from the patient's body by pulling the rotawire slowly and the procedure was completed with a different device. No patient complications were reported.